Event description:
It was reported that a caller experienced intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin administration.